Manufacturer narrative:
Continuation of d10: product ID non-medtronic guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID: 20mm balloon valvuloplasty catheter (non-medtronic device); lot #: unknown updated data: b5. D6b. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during implant, a pre-implant balloon aortic valvuloplasty was performed with a 20mm non-medtronic balloon. Prior to the valve dislodgement, the valve was implanted at a depth of -1mm on the non-coronary cusp and 2/3mm on the left coronary cusp. After the valve dislodgement, the valve was above the sinotubular junction. A non-medtronic extra-stiff guidewire was used during the procedure. It was noted that there was no patient anatomy that contributed to the dislodgement. Per the physician, the cause of the perforation was due to trying to snare the dislodged valve or passage of the second delivery catheter system for the valve deployment.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device(s) are: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0011936547); product type: 0195-heart valves; brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011957870); product type: 0195-heart valves; product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the initial deployment depth was noted to be too shallow. It was recommended by the medtronic representative to recapture the valve and reposition it closer to a depth of 3 mm; however, the implanting team decided to fully deploy the valve. The valve was released from the delivery catheter system (dcs), and subsequently dislodged towards the aorta. The patient was stable as a second valve was loaded. Using a snare, the first valve was held in place while the second valve was advanced into the aortic position. During the passage of the second valve and dcs through the dislodged valve, the patient had episodes of ventricular fibrillation requiring defibrillation and medical support. An echocardiogram was performed and showed a ventricular/aortic perforation which required surgical intervention to perform a pericardial window. Once the patient was stabilized, the second valve was successfully deployed. A post-implant balloon aortic valvuloplasty was performed resulting in trace paravalvular leak and a mean gradient of 3 mmhg. The patient was stable and transferred to the intensive care unit. The following morning, the patient was taken back to the operating room for aortic repair and explant of the valve due to noted bleeding issues; however, the patient died during the surgical attempt. The death was reported to be due to an aortic dissection that was unable to be repaired.